Manufacturer narrative:
The device was returned for analysis. The reported leak and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Return analysis identified a crack in the sidearm that likely caused the reported leak and subsequent activation failure. A definitive cause for the cracked hub could not be determined; however, factors that may contribute to cracked hub include, but are not limited to, supplier processing error and damage to the hub due to over torqueing the inflation device. Additionally, it should be noted that there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery with moderate calcification. The 2.0x15mm xience skypoint stent delivery system (sds) was used in the procedure; however, when pressurized the hub of the sds was noted to have a leak. No pressure loss was noted on the indeflator, but the stent was not able to be deployed. The sds was removed from the patient, and a 2.25x18mm xience skypoint stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.